Event description:
Dealer reports pressure gauge hesitating to return to baseline even though no inspiratory pause has been set. Also reporting erratic tidal volumes. Monitored volumes far too high when connected to a pt in controlled ventilation. No spontaneous effort is taking place.